Event description:
It was reported that the customer received a low battery alarm after he had changed his battery and infusion set. The customer's blood glucose at the time of the report was 163 mg/dl but was unsure about his blood glucose levels at the time of the event. The customer's alarm history was checked and it was found that the actual alarm was a weak battery at the time of the event. Customer was able to clear the alarm and he changed the battery. The customer was offered to replace the cap first as he agreed to monitor the issue. He was advised to call back if the issue continues with the new battery cap. No product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.